Event description:
The plastic tubing came apart from where it attaches to the hard plastic filter. It came apart during infusion and the pt bled from the IV tubing until pt noticed and alerted the nurse.